Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire fracture occurred. The lesion was located inside a shunt. The physician experienced difficulties while advancing the 135cm transend guide wire up to and across the lesion. Next, as an unspecified balloon catheter was advanced over the wire difficulties were encountered and the distal 1cm tip of the guide wire fractured. The physician advanced a snare and removed the detached wire fragment. The procedure was completed with another guide wire. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4) device evaluated by manufacturer: a visual and tactile examination of the returned device revealed that the distal tip was missing approximately 0.5cm of poly. The outside diameter of the device was measured and found to be within specification. The core wire was examined and did not present any evidence of fracture or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire fracture occurred. The lesion was located inside a shunt. The physician experienced difficulties while advancing the 135cm transcend guide wire up to and across the lesion. Next, as an unspecified balloon catheter was advanced over the wire difficulties were encountered and the distal 1cm tip of the guide wire fractured. The physician advanced a snare and removed the detached wire fragment. The procedure was completed with another guide wire. No further patient complications were reported and the patient's status is good.